Manufacturer narrative:
Sscor reached out to initial reported to obtain additional information. Initial reported stated that during a cardiac arrest call the paramedic called him to help troubleshoot a device that was failing suction and shutting off with in two minutes, but was unable to help trouble shoot as device kept shutting off. When the ambulance came back the device was placed on the cradle and charged for 5-6 hours. Device was turned on and mimicked suction but device shut off within 40 seconds. Other devices were checked and those had no issues. Per initial reported battery malfunction did not cause or contribute to outcome of patient. Device was returned for evaluation. Sscor tested device to sscor specifications and confirmed that device malfunction was to low battery capacity. Sscor has advised customer to perform battery tests as stated in product manual and has issued a replacement device.

Event description:
During a cardiac arrest call device turned on but died with in 20 seconds.